Event description:
It was reported that patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. The patient was doing well postoperatively. The explanted device will not be return per facility policy. No further information was obtained.